Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion, which was tortuous and highly calcified located in the left anterior descending artery (lad). The procedure was completed with another of the same device. There were no patient injuries or complications and the patient condition is reported as "stable", however, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal and distal stent damage. The distal stent strut rows were raised and protruding distally. The proximal stent struts on row 1 were slightly flared and misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the inflation lumen, therefore, indicating the device had been prepped for use. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. The investigation will be assigned the most probable root cause classification of operational context. (B)(4).